Event description:
During an implant procedure, an increase in the pacing impedance was observed on the right ventricular (rv) lead and the helix of the rv lead failed to extend. Additionally, rv lead damage was alleged. The rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported events were lead break, high pacing lead impedance, and helix mechanism issue. As received, a complete lead was returned in one piece for analysis. The reported events of lead break and high pacing lead impedance were not confirmed. Visual and x-ray examination of the lead did not find any anomalies, except for procedural damages. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported event of helix mechanism issue was confirmed. The lead was returned with the helix extended, stretched, bent, and clogged with blood/tissue. Unable to test the mechanism/extension length due to the helix being stretched and bent as received. The cause of helix mechanism issue was isolated to helix being damaged and blood/tissue in the helix region.